Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector 2 leaks occurred. It was "received" by the initial reporter: verbatim: the item we are having issues with is bd maxzero mz9270. I have two examples of product that leak on the clamp side of the filter. Any adverse events or serious injury reported to patient or healthcare professional? No injury to patients reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-jun-2023. H6: investigation summary 2 used samples of mat# mz9270 received. It was reported by customer that they are having issues with is bd maxzero product leaking between tubing and filter. Further visual inspection shows a lack of solvent on the tubing which verified the leak. Also, under magnification there was verification of what appears to be a hair strand stuck inside the tubing which inspired report of foreign matter issue. After investigation, the root cause for leak between tubing and filter could be related to the solvent dispenser and partial solvent application between components by the assembler. A quality alert was created and communicated on september 06th, 2023 to the involved personnel to reinforce the correct application of solvent and the scalation of failure in solvent dispenser. After investigation, the main contributor for root cause of contamination by hair is incorrect dress code by plant operator. A quality alert was generated on 24jul2023 to reinforce the correct dress code. A device history record review for model mz9270 and lot number 23029243 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28feb2023 and 25feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot.

Event description:
It was reported that while using the bd maxzero¿ multi-fuse extension set with needleless connector 2 leaks occurred. It was recieved by the initial reporter: verbatim: the item we are having issues with is bd maxzero mz9270. I have two examples of product that leak on the clamp side of the filter. Any adverse events or serious injury reported to patient or healthcare professional? No injury to patients reported.